Manufacturer narrative:
H2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The device was received with the plunger head apart and in a bag. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event history log showed a "plunger not in place" alarm. To further investigate, the pump was inspected and the customer's problem was confirmed. The plunger rod was not installed into the clutch cam, that's why the plunger head was stuck and would not move. This was caused by the customer. The plunger head was reassembled and the damaged parts were replaced. No further actions taken.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a "check plunger/clutch" message. Additionally, the plunger pole was stuck. It is unknown if there was a patient involved.